Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), kidney infection ("kidney infections"), sjogren's syndrome ("sjogrens syndrome") and fibromyalgia ("fibromyalgia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of severe migraines suffering prior to undergoing the implantation of essure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), fibromyalgia (seriousness criterion medically significant), menstrual disorder ("unusual periods"), cystitis ("bladder infections"), anxiety ("anxiety"), depression ("depression") and migraine ("severe migraines"). The patient was treated with surgery (in (B)(6) 2013 she underwent removal of implants and on (B)(6) 2014 she had complete hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower, kidney infection, sjogren's syndrome, fibromyalgia, menstrual disorder, cystitis, anxiety, depression and migraine outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis, depression, fibromyalgia, kidney infection, menstrual disorder, migraine and sjogren's syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes were occluded incidental. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ perforation/location of perforation: right fallopian tube / damaged tube"), pelvic inflammatory disease ("pelvic inflammatory disease"), the first episode of abdominal pain lower ("cramping"), haemorrhage in pregnancy ("lot of blood loss"), renal impairment ("kidney function/damage to kidney"), pregnancy with contraceptive device ("unintended pregnancy"), kidney infection ("kidney infections") and sjogren's syndrome ("sjogrens syndrome") in a 33-year-old female patient who had essure (batch no. 789036, a98352-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she had no history of severe migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included joint pain since 2011. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required), the second episode of abdominal pain lower ("pain and cramping") and vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). In 2012, the patient experienced haemorrhage in pregnancy (seriousness criteria medically significant and intervention required), renal impairment (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), butterfly rash ("malar rash") and bladder injury ("damage to kidney, tube and bladder"). In 2013, the patient experienced migraine ("severe migraines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), menstrual disorder ("unusual periods"), cystitis ("bladder infections"), anxiety ("anxiety"), depression ("depression"), scar ("internal scar tissue"), haematuria ("hematuria") and abdominal pain ("severe abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove implant/ hysterectomy and part of her coil outside of the tube was cut off.), surgery (in (B)(6) 2013 she underwent removal of implants and on (B)(6) 2014,complete hysterectomy), surgery (right kidney was removed) and surgery (scar tissue removed during the c-section). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, renal impairment, pregnancy with contraceptive device, kidney infection, sjogren's syndrome, fibromyalgia, menstrual disorder, cystitis, anxiety, scar, vitamin d deficiency, butterfly rash, haematuria and bladder injury outcome was unknown and the depression, migraine, the last episode of abdominal pain lower and abdominal pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. The reporter considered abdominal pain, anxiety, bladder injury, butterfly rash, cystitis, depression, fallopian tube perforation, fibromyalgia, haematuria, haemorrhage in pregnancy, kidney infection, menstrual disorder, migraine, pelvic inflammatory disease, pregnancy with contraceptive device, renal impairment, scar, sjogren's syndrome, vitamin d deficiency, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: on (B)(6) 2011, there were 5 trailing coils present in right side and there were 4 trailing coils present in left side.. On (B)(6) 2012, bladder was fused to her wall and had to be separated. Part of her coil outside of the tube was cut off. On (B)(6) 2013, the patient's right ostia was then found and was threaded with the coil with essure device with approximately 6 coils remaining. Dr. Removed part of her essure during c-section (B)(6) 2012 due to essure puncturing right tube. In (B)(6) of 2013 they removed the remaining essure from the right tube and tried to insert a whole new essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes were occluded. Pregnancy test urine - in (B)(6) 2012: she was pregnant. Dye test revealed the coils were placed properly. Concerning the injuries reported in this case, the following events were confirmed in medical record: fatigue, headaches, fibromyalgia, sjogren's syndrome and pelvic pain. Lot number: a98352 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ perforation/location of perforation: right fallopian tube / damaged tube"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("device breakage"), abdominal pain lower ("cramping"), haemorrhage in pregnancy ("lot of blood loss"), renal impairment ("kidney function/damage to kidney"), pregnancy with contraceptive device ("unintended pregnancy"), caesarean section ("caesarean section"), kidney infection ("kidney infections") and sjogren's syndrome ("sjogrens syndrome") in a 33-year-old female patient who had essure (batch no. 789036, a98352- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she had no history of severe migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included joint pain since 2011. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("severe migraines"), vitamin d deficiency ("vitamin d deficiency") and abdominal pain ("severe abdominal pain"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2012, the patient experienced haemorrhage in pregnancy (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), butterfly rash ("malar rash") and bladder injury ("damage to kidney, tube and bladder"). In (B)(6) 2012, the patient experienced renal impairment (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and scar ("internal scar tissue"). In (B)(6) 2013, the patient experienced haematuria ("hematuria"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), complication of device removal ("piece of the coil cut off during her c- section because it was coming out of her tube"), caesarean section (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), menstrual disorder ("unusual periods"), cystitis ("bladder infections"), anxiety ("anxiety") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with topiramate (topamax), surgery (surgery to remove implant/ hysterectomy and part of her coil outside of the tube was cut off), surgery (in (B)(6) 2013 she underwent removal of implants and on (B)(6) 2014,complete hysterectomy), surgery (right kidney was removed) and surgery (scar tissue removed during the c-section). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, device breakage, renal impairment, complication of device removal, pregnancy with contraceptive device, caesarean section, kidney infection, sjogren's syndrome, fibromyalgia, menstrual disorder, cystitis, anxiety, scar, vitamin d deficiency, butterfly rash, haematuria and bladder injury outcome was unknown and the abdominal pain lower, depression, migraine and abdominal pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer pharma (B)(4)). The caesarean delivery occurred on (B)(6) 2012. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder injury, butterfly rash, caesarean section, complication of device removal, cystitis, depression, device breakage, fallopian tube perforation, fibromyalgia, haematuria, haemorrhage in pregnancy, kidney infection, menstrual disorder, migraine, pelvic inflammatory disease, pregnancy with contraceptive device, renal impairment, scar, sjogren's syndrome and vitamin d deficiency to be related to essure. The reporter commented: on (B)(6) 2011, there were 5 trailing coils present in right side and there were 4 trailing coils present in left side.. On (B)(6) 2012, bladder was fused to her wall and had to be separated. Part of her coil outside of the tube was cut off. On (B)(6) 2013, the patient's right ostia was then found and was threaded with the coil with essure device with approximately 6 coils remaining. Pregnancy outcome was live birth child not healthy captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes were occluded pregnancy test urine - in (B)(6) 2012: she was pregnant. Dye test revealed the coils were placed properly. Concerning the injuries reported in this case, the following events were confirmed in medical record: fatigue, headaches, fibromyalgia, sjogren's syndrome and pelvic pain. Lot number : 789036 man date: 2010-10 exp date: 2013-10. Lot number: a98352 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: update of quality-safety evaluation of ptc (FDA code updated). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ perforation/location of perforation: right fallopian tube / damaged tube"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("device breakage"), abdominal pain lower ("cramping"), haemorrhage in pregnancy ("lot of blood loss"), renal impairment ("kidney function/damage to kidney"), pregnancy with contraceptive device ("unintended pregnancy"), caesarean section ("caesarean section"), kidney infection ("kidney infections") and sjogren's syndrome ("sjogrens syndrome") in a 33-year-old female patient who had essure (batch no: 789036, a98352-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she had no history of severe migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included joint pain since 2011. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("severe migraines"), vitamin d deficiency ("vitamin d deficiency") and abdominal pain ("severe abdominal pain"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). In 2012, the patient experienced haemorrhage in pregnancy (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), butterfly rash ("malar rash") and bladder injury ("damage to kidney, tube and bladder"). On (B)(6) 2012, the patient experienced renal impairment (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and scar ("internal scar tissue"). On (B)(6) 2013, the patient experienced haematuria ("hematuria"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), complication of device removal ("piece of the coil cut off during her c- section because it was coming out of her tube"), caesarean section (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), menstrual disorder ("unusual periods"), cystitis ("bladder infections"), anxiety ("anxiety") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with topiramate (topamax), surgery (surgery to remove implant/ hysterectomy and part of her coil outside of the tube was cut off.), surgery (hysterectomy), surgery (on (B)(6) 2013 she underwent removal of implants and on (B)(6)2014, complete hysterectomy), surgery (right kidney was removed) and surgery (scar tissue removed during the c-section). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, device breakage, renal impairment, complication of device removal, pregnancy with contraceptive device, caesarean section, kidney infection, sjogren's syndrome, fibromyalgia, menstrual disorder, cystitis, anxiety, scar, vitamin d deficiency, butterfly rash, haematuria and bladder injury outcome was unknown and the abdominal pain lower, depression, migraine and abdominal pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer pharma (B)(4). The caesarean delivery occurred on (B)(6)2012. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder injury, butterfly rash, caesarean section, complication of device removal, cystitis, depression, device breakage, fallopian tube perforation, fibromyalgia, haematuria, haemorrhage in pregnancy, kidney infection, menstrual disorder, migraine, pelvic inflammatory disease, pregnancy with contraceptive device, renal impairment, scar, sjogren's syndrome and vitamin d deficiency to be related to essure. The reporter commented: on (B)(6) 2011, there were 5 trailing coils present in right side and there were 4 trailing coils present in left side. On (B)(6) 2012, bladder was fused to her wall and had to be separated. Part of her coil outside of the tube was cut off. On (B)(6) 2013, the patient's right ostia was then found and was threaded with the coil with essure device with approximately 6 coils remaining. Pregnancy outcome was live birth child not healthy captured under the case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: coils in place, fallopian tubes were occluded. Pregnancy test urine: on (B)(6) 2012: she was pregnant. Dye test revealed the coils were placed properly. Concerning the injuries reported in this case, the following events were confirmed in medical record: fatigue, headaches, fibromyalgia, sjogren's syndrome and pelvic pain. Lot number: a98352 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: plaintiff fact sheet received - patient's information updated. New events caesarean section, device breakage, complication of device removal were added. Treatment drug added. Pregnancy outcome was updated to live birth child not healthy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ perforation/location of perforation: right fallopian tube / damaged tube"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("device breakage"), abdominal pain lower ("cramping"), haemorrhage in pregnancy ("lot of blood loss"), renal impairment ("kidney function/damage to kidney"), pregnancy with contraceptive device ("unintended pregnancy"), caesarean section ("caesarean section"), kidney infection ("kidney infections") and sjogren's syndrome ("sjogrens syndrome") in a 33-year-old female patient who had essure (batch no. 789036, a98352- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included headache and migraine. She had no history of severe migraines suffering prior to undergoing the implantation of essure. Dye test revealed the coils were placed properly. Previously administered products included for an unreported indication: depoprovera in 2006. Concurrent conditions included joint pain since 2011. Concomitant products included levothyroxine and vitamin d nos (vitamin d). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced sjogren's syndrome (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and arthralgia ("arthragia"). In (B)(6) 2011, the patient experienced migraine ("severe migraines"), vitamin d deficiency ("vitamin d deficiency") and abdominal pain ("severe abdominal pain"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2012, the patient experienced haemorrhage in pregnancy (seriousness criteria medically significant and intervention required), butterfly rash ("malar rash") and bladder injury ("damage to kidney, tube and bladder") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and renal impairment (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced scar ("internal scar tissue"). In (B)(6) 2013, the patient experienced haematuria ("hematuria"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), complication of device removal ("piece of the coil cut off during her c- section because it was coming out of her tube"), kidney infection (seriousness criterion medically significant), menstrual disorder ("unusual periods"), cystitis ("bladder infections"), anxiety ("anxiety") and depression ("depression") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with topiramate (topamax), surgery ((B)(6) 2012-essure removed,on (B)(6) 2013 remaining right essure removed,on (B)(6) 2014, full hysterectomy, right kidney was removed, hysterectomy, scar tissue removed during the c-section and surgery to remove implant/ hysterectomy and part of her coil outside of the tube was cut off.) And blood transfusion. Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, device breakage, renal impairment, complication of device removal, pregnancy with contraceptive device, caesarean section, kidney infection, sjogren's syndrome, fibromyalgia, menstrual disorder, cystitis, anxiety, scar, vitamin d deficiency, butterfly rash, haematuria, bladder injury and arthralgia outcome was unknown and the abdominal pain lower, depression, migraine and abdominal pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer pharma (B)(4)). The caesarean delivery occurred on (B)(6) 2012. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, bladder injury, butterfly rash, caesarean section, complication of device removal, cystitis, depression, device breakage, fallopian tube perforation, fibromyalgia, haematuria, haemorrhage in pregnancy, kidney infection, menstrual disorder, migraine, pelvic inflammatory disease, pregnancy with contraceptive device, renal impairment, scar, sjogren's syndrome and vitamin d deficiency to be related to essure. The reporter commented: on (B)(6) 2011, there were 5 trailing coils present in right side and there were 4 trailing coils present in left side. On (B)(6) 2012, bladder was fused to her wall and had to be separated. Part of her coil outside of the tube was cut off. On (B)(6) 2013, the patient's right ostia was then found and was threaded with the coil with essure device with approximately 6 coils remaining. Pregnancy outcome was live birth child not healthy captured under the case (B)(4) plaintiff had the essure removed from her right tube in (B)(6) 2013. In (B)(6) 2014, she had a full hysterectomy to remove the device due to damage from the device itself. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils in place, fallopian tubes were occluded. Pregnancy test urine - in (B)(6) 2012: results: she was pregnant.. Concerning the injuries reported in this case, the following events were confirmed in medical record: fatigue, headaches, fibromyalgia, sjogren's syndrome and pelvic pain. Lot number : 789036 man date: 2010-10 exp date: 2013-10 lot number: a98352 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Event arthragia was added. Historical drug, concomitant drug and medical history were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("organ perforation/location of perforation: right fallopian tube / damaged tube "), pelvic inflammatory disease ("pelvic inflammatory disease"), the first episode of abdominal pain lower ("cramping"), haemorrhage in pregnancy ("lot of blood loss"), renal impairment ("kidney function/damage to kidney"), pregnancy with contraceptive device ("unintended pregnancy"), kidney infection ("kidney infections") and sjogren's syndrome ("sjogrens syndrome") in a 33-year-old female patient who had essure (batch no. 789036, a98352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she had no history of severe migraines suffering prior to undergoing the implantation of essure. Concurrent conditions included joint pain since 2011. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required), the second episode of abdominal pain lower ("pain and cramping") and vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2011, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). In 2012, the patient experienced haemorrhage in pregnancy (seriousness criteria medically significant and intervention required), renal impairment (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), butterfly rash ("malar rash") and bladder injury ("damage to kidney, tube and bladder"). In 2013, the patient experienced migraine ("severe migraines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), menstrual disorder ("unusual periods"), cystitis ("bladder infections"), anxiety ("anxiety"), depression ("depression"), scar ("internal scar tissue"), haematuria ("hematuria") and abdominal pain ("severe abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove implant/ hysterectomy and part of her coil outside of the tube was cut off.), surgery (in (B)(6) 2013 she underwent removal of implants and on (B)(6) 2014,complete hysterectomy), surgery (right kidney was removed) and surgery (scar tissue removed during the c-section). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, renal impairment, pregnancy with contraceptive device, kidney infection, sjogren's syndrome, fibromyalgia, menstrual disorder, cystitis, anxiety, scar, vitamin d deficiency, butterfly rash, haematuria and bladder injury outcome was unknown and the depression, migraine, the last episode of abdominal pain lower and abdominal pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2012. The reporter considered abdominal pain, anxiety, bladder injury, butterfly rash, cystitis, depression, fallopian tube perforation, fibromyalgia, haematuria, haemorrhage in pregnancy, kidney infection, menstrual disorder, migraine, pelvic inflammatory disease, pregnancy with contraceptive device, renal impairment, scar, sjogren's syndrome, vitamin d deficiency, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: on (B)(6) 2011, there were 5 trailing coils present in right side and there were 4 trailing coils present in left side.. On (B)(6) 2012, bladder was fused to her wall and had to be separated. Part of her coil outside of the tube was cut off. On (B)(6) 2013, the patient's right ostia was then found and was threaded with the coil with essure device with approximately 6 coils remaining. Dr. Removed part of her essure during c-section (B)(6) 2012 due to essure puncturing right tube. In (B)(6) of 2013 they removed the remaining essure from the right tube and tried to insert a whole new essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place, fallopian tubes were occluded. Pregnancy test urine - in (B)(6) 2012: she was pregnant. Dye test revealed the coils were placed properly. Concerning the injuries reported in this case, the following events were confirmed in medical record: fatigue, headaches, fibromyalgia, sjogren's syndrome and pelvic pain. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs received. New events added- organ perforation/location of perforation: right fallopian tube, pain and cramping, unintended pregnancy, fibromyalgia, internal scar tissue, vitamin d deficiency, malar rash, hematuria, kidney function, severe abdominal pain, migraines, pelvic inflammatory disease, damaged tube and scar tissue/damage to kidney, tube and bladder and device ineffective. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.